Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.

Event description:
Reports 6 flu b false positive results, confirmation not performed. Unknown if patients were symptomatic. No apparent adverse event. Report 6 of 6.